Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, the reported treatment (additional device(s) used to treat perforation) appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in an unspecified lesion. A 4.0x16 mm graftmaster covered stent was attempted to be implanted at 12 atmospheres but it was not reported if the device sealed the perforation. A 3.5x16 mm graftmaster was used but it was not reported if the stent was implanted. A 4.5x16 mm graftmaster covered stent was used but it was not reported if the stent was implanted. The perforation was ultimately sealed in an unspecified way. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are captured under separate medwatch numbers.